Manufacturer narrative:
A steris service technician arrived onsite following the reported event. The technician tested the function and operation of the dsd edge endoscope reprocessing system and confirmed it to be operating to specification. No leaks were observed and the reported event could not be duplicated. The technician was advised by user facility personnel that they had recently moved their dsd edge endoscope reprocessing system to a different location in the room from where it was previously installed. The relocation may have caused the drain hose to not fully be seated subsequently causing water to leak. The operator manual states, "before moving the dsd edge reprocessor, ensure the electrical cord, drain line and water supply line are either disconnected or are appropriate lengths to accommodate the relocation of the machine. Failure to do so may result in damage to the machine." The technician proactively installed clamps on the drain hose and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their dsd edge endoscope reprocessing system and onto the floor. No report of injury.